Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins). When interrogating the ins with the clinician programmer, a message displayed stating "invalid data" with the code 18.3. The only possible action was to "clear all". The patient experienced no symptoms. However, all programs were lost and the other settings (like time and date) were also lost. It was unknown what factors may have led or contributed to the issue. No troubleshooting was performed. The time and date were restored with the clinician programmer and the ins was reprogrammed using details from the former reports in the hospital's records. The issue was resolved at the time of the report.